Manufacturer narrative:
(B)(4). D10 medical devices: femur cemented cruciate retaining (cr) standard right size 7 catalog#: 42502606202 lot#: 64965966 tibia cemented 5 degree stemmed right size e catalog#:42532007102 lot#: 65284620 all-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 65238886 g2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately eighteen months post-implantation due to instability following a ruptured posterior cruciate ligament. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified an articular surface implant coated in a foreign material. As the implant was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.